Event description:
On (B)(6) 2025, it was reported that a beta bionics ilet user experienced an alert code 38 for approximately four hours. The user performed troubleshooting including a restart and a successful dry run before planning to reload with new supplies. There was no report of end-user harm or adverse event associated with this case.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.